Manufacturer narrative:
(B)(6). The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture (26.2mm in size). In addition, 1cm of the "metal ring" (capio carrier) detached from the capio device. Both detached pieces were left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on august 10, 2017. The detached needle was 2mm in size, and not 26.2mm as previously reported). During deployment of the suture, the resident had to exert excess pressure to try to get the device to deploy. Ultimately, instead of deploying, 2mm of the needle and 1cm of the carrier (metal ring) of the capio device detached and remained embedded in the sacrospinous ligament. In the physician's opinion, the fragments were too small to be able to retrieve, so no attempt was made to find or retrieve the fragments.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Additional contact: dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture (26.2mm in size). In addition, 1cm of the "metal ring" (capio carrier) detached from the capio device. Both detached pieces were left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.